Event description:
During the device evaluation, the pump alarmed for a sys error 322. This occurred during testing and there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter evaluated the device in question. During the evaluation, the device alarmed for a sys error 322. It was determined that the alarm was caused by a failed upper aux, which has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.